Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the medical personnel contacted boston scientific technical services (ts) questioning right atrial (ra) lead capture. Ts reviewed the remote home monitor data and stated they were unable to assess capture and suggested bringing the patient in for evaluation. Ts also noted fluctuating impedance measurements from the mid 500 ohms then 1680 ohms the following day and then back down to the 500 ohms. The medical personnel stated the fluctuating impedance measurements had started a couple months earlier. Ts also observed oversensing of noise leading to inappropriate mode switches. Additional information from the field representative indicated that the patient was brought into the office and they were unable to reproduce the loss of capture, so the clinic has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that further review of the remote monitoring data found there was oversensing of the minute ventilation signal on the right atrial (ra) channel.